Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 24jan2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective cpu cover tray, fan guard, filter and retainer and installed new screw to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported unit loose from stand. Cpu(central processing unit) cover was broken and missing fan cover and broken screw. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used